Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient that was generated by the access 2 instrument. The initial accu tnl result of 1.10ng/ml was reported out of the lab. The patient original sample was re-tested for accu tnl on the same instrument; the result was 0.14ng/ml. The customer indicated that the patient original sample was tested for accu tnl on another instrument (#1) in their lab; the result was 0.62ng/ml. The customer repeated accu tnl tesitng on another instrument and the result was 0.17ng/ml. The customer indicated that a fresh sample was collected from the patient and tested for accu tnl on a different instrument (#2) than the 1st sample; the result was 0.24ng/ml. There wass no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected to this event.